Manufacturer narrative:
The insulin pump passed selftest and displacement test. The insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer's family reported via phone call that insulin pump had vibrate anomaly after self test insulin pump had hardware low level failure alarm was found. Blood glucose was 180 mg/dl. Customer was able to successfully clear the alarm and self test was pass. The insulin pump will be returned for analysis.